Event description:
Information received indicates that when the brakes were engaged, the casters would still swivel but the caster wheels did not roll.

Manufacturer narrative:
The technician adjusted the casters to resolve the issue.